Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she thinks the insulin pump was not delivering insulin when the reservoir is low and her blood glucose starts to rise. The customer stated that she changes the infusion set and her glucose level dropped. Troubleshooting was performed. Ran a fixed prime test and the insulin exited, but the reservoir was half full. No further info was provided.